Manufacturer narrative:
The results of the device history record review indicate the instrument met specifications. Analysis of the returned device concluded that the fracture is a result of repeated fatigue bending being placed on the tip of the driver. No mfg defects or inclusions that would cause the failure were found. Based on investigation, the need for corrective action is not indicated. This is the final report that will be submitted associated with this incident and device. No add'l action is required at this time.

Event description:
It was reported the tip of driver broke during tightening. The tip lodged in the screw. The screw was removed and another was used to complete.